Manufacturer narrative:
Investigation summary: a review of the device history record, specifications, quality control and documentation of the device were conducted during the investigation. A device was not returned. Five photos showing the foreign matter within the packaging were provided by the customer. Additionally, a document based investigation evaluation was performed. A review of the device history record found no non-conformances associated with the complaint device lot number. It should be noted there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, the actual root cause of this failure is manufacturing related, as evidenced by the photos sent by the customer. The quality engineering risk assessment for this failure mode was reviewed and it was determined that no additional risk mitigating activity is required at this time. The appropriate personnel will be notified and we will continue to monitor for similar complaints.

Manufacturer narrative:
Procode: mjg (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, during an pre-use inspection of the chiba biopsy needle, an unidentified particle was discovered in the primary package. The customer confirmed that the device never made contact with any patient; accordingly, no adverse events occurred. The product is reportedly unavailable for return.